Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: (1) the cover was broken at the rear end by chemical attack from adhesion of chemicals such as anti-fog agent. (2) the breakage made the cover easy to come off the scope. The device instruction manual includes the following caution and warning statements: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover ((B)(6)): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories.¿ a device history review revealed no issues that could have caused or contributed to the reported issue. Investigation activities have been opened to manage actions related to this report and any required MDR reporting. This report has been submitted by the importer under this MDR report number 2429304-2023-00196.

Event description:
The user facility reported that the single use distal cover was applied to the duodenovideoscope prior to the procedure. Proper placement was verified by the technician prior to the start of the procedure. However, at the completion of the case and upon removal of the duodenovideoscope from the patient's mouth, the physician noticed that the distal cover was no longer attached to the tip of the duodenovideoscope. A gastroscope was used to visualize the distal cover in the patient's oropharynx, and it was retrieved with the use of a grasping forceps. There was no patient harm reported, but there was a significant risk of a serious complication.